Event description:
The sales rep reports that during a lap cholecystectomy procedure, the jaws broke during use. A like device was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.